Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("right essure appears to penetrate the posterior fundal myometrium suggesting malposition / appears to lie within the endometriuin in the upper uterine segment"), device expulsion ("device migration/ right essure appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube"), device breakage ("a polyp forceps device was used to grab the visualized essure device which was taken out in two pieces"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("sac with yolk sac and no fetal pole"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included rash in 2017. Before essure, patient's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, 8 months 5 days after insertion of essure, the patient experienced abdominal pain ("continued abdominal pain"). On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device was removed in fragments - essure remains implanted"). On (B)(6) 2012, the patient experienced nausea ("nausea") and abdominal discomfort ("sensation of something in her abdomen"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia/ heavy menstrual bleeding"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In 2014, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced peripheral swelling ("bilateral swelling in legs") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced rash ("skin rashes (worsened)"). In 2015, the patient experienced pain in extremity ("pain in limb ; pain in her legs"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced coital bleeding ("bleeding after intercourse"), menstruation irregular ("irregular periods") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), alopecia ("thinning hair"), vaginal discharge ("creamy, malodorous discharge/ vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with fluocinolone acetonide, megestrol acetate (megace), medroxyprogesterone acetate (depo-provera), surgery (laparoscopy and diagnostic hysteroscopy), surgery (attempt to remove essure on (B)(6) 2012) and surgery (in (B)(6) 2012 suction/ curette was used to evacuate the uterus of the products of conception). At the time of the report, the pelvic pain, embedded device, device expulsion, device breakage, pregnancy with contraceptive device, abortion spontaneous, dysfunctional uterine bleeding, menorrhagia, abdominal pain lower, dyspareunia, alopecia, rash, abdominal pain, vaginal discharge, coital bleeding, menstruation irregular, dysmenorrhoea, nausea, abdominal discomfort and vaginal haemorrhage had not resolved and the uterine haemorrhage, complication of device removal, peripheral swelling, hypoaesthesia, pain in extremity and bacterial vaginosis outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bacterial vaginosis, coital bleeding, complication of device removal, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, hypoaesthesia, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) of 2013, plaintiff underwent a laparoscopy and diagnostic hysteroscopy for pelvic pain. On (B)(6) 2014, patient underwent a laparoscopic bilateral tubal ligation but essure device remains implanted, and she continues to experience a combination of the symptoms. This case is linked to (B)(4) (other pregnancy episode), and (B)(4) (partner case) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: single intrauterine gestational sac with yolk sac on an unknown date, transvaginal and transabdominal ultrasound was taken, and corresponding records note that the right essure tube appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube. The left essure device appeared normally positioned. On (B)(6) 2011, an ultrasound was taken, revealing, among other things, that ¿the right essure [device] appears to penetrate the posterior fundal myometrium suggesting malposition,¿ and a possible ectopic pregnancy. On (B)(6) 2011, a repeat ultrasound was performed, in which a single intrauterine gestational sac with yolk sac and no fetal pole was observed. On (B)(6) 2012, a pelvic ultrasound showed hyperechoic essure device is seen within the cornua bilaterally. Most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim received: discrepant information about essure removal, new events added: bilateral swelling in legs, numbness in legs, pain in limb, abnormal uterine bleeding. Event term was updated from skin rashes to skin rashes (worsened). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a polyp forceps device was used to grab the visualized essure device which was taken out in two pieces'), pelvic pain ('pelvic pain'), embedded device ('right essure appears to penetrate the posterior fundal myometrium suggesting malposition / appears to lie within the endometriuin in the upper uterine segment') and abortion spontaneous ('sac with yolk sac and no fetal pole') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, patient's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included rash since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant") and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain ("continued abdominal pain"), 8 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device was removed in fragments - essure remains implanted"). On (B)(6) 2012, the patient experienced nausea ("nausea") and abdominal discomfort ("sensation of something in her abdomen"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia/ heavy menstrual bleeding"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding"). In 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2014, the patient experienced peripheral swelling ("bilateral swelling in legs") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced rash ("skin rashes (worsened)"). In 2015, the patient experienced pain in extremity ("pain in limb ; pain in her legs"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2016, the patient experienced coital bleeding ("bleeding after intercourse"), menstruation irregular ("irregular periods") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device migration/ right essure appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), alopecia ("thinning hair"), vaginal discharge ("creamy, malodorous discharge/ vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("allergy") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with fluocinolone acetonide, medroxyprogesterone acetate (depo-provera), megestrol acetate (megace) and surgery (attempt to remove essure on (B)(6) 2012, in (B)(6) 2012 suction/ curette was used to evacuate the uterus of the products of conception and laparoscopy and diagnostic hysteroscopy). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, pelvic pain, embedded device, device expulsion, dysfunctional uterine bleeding, menorrhagia, abdominal pain lower, dyspareunia, alopecia, rash, abdominal pain, vaginal discharge, coital bleeding, menstruation irregular, dysmenorrhoea, nausea, abdominal discomfort and vaginal haemorrhage had not resolved, the pregnancy with contraceptive device and abortion spontaneous had resolved and the uterine haemorrhage, complication of device removal, peripheral swelling, hypoaesthesia, pain in extremity, bacterial vaginosis, hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, autoimmune disorder, bacterial vaginosis, coital bleeding, complication of device removal, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, hypersensitivity, hypoaesthesia, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2013, plaintiff underwent a laparoscopy and diagnostic hysteroscopy for pelvic pain. On (B)(6) 2014, pacient underwent a laparoscopic bilateral tubal ligation but essure device remains implanted, and she continues to experience a combination of the symptoms. This case is linked to case (B)(4) (other pregnancy episode), and (B)(4) (partner case) right coil was removed in 2012. Removal surgery scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: single intrauterine gestational sac with yolk sac. Diagnostic results: on an unknown date, transvaginal and transabdominal ultrasound was taken, and corresponding records note that the right essure tube appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube. The left essure device appeared normally positioned. On (B)(6) 2011, an ultrasound was taken, revealing, among other things, that ¿the right essure [device] appears to penetrate the posterior fundal myometrium suggesting malposition,¿ and a possible ectopic pregnancy on (B)(6) 2011, a repeat ultrasound was performed, in which a single intrauterine gestational sac with yolk sac and no fetal pole was observed. On (B)(6) 2012, a pelvic ultrasound showed hyperechoic essure device is seen within the cornua bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a polyp forceps device was used to grab the visualized essure device which was taken out in two pieces'), pelvic pain ('pelvic pain'), embedded device ('right essure appears to penetrate the posterior fundal myometrium suggesting malposition / appears to lie within the endometriuin in the upper uterine segment') and abortion spontaneous ('sac with yolk sac and no fetal pole') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, patient's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included rash since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant") and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain ("continued abdominal pain"), 8 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device was removed in fragments - essure remains implanted"). On (B)(6) 2012, the patient experienced nausea ("nausea") and abdominal discomfort ("sensation of something in her abdomen"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia/ heavy menstrual bleeding"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding"). In 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2014, the patient experienced peripheral swelling ("bilateral swelling in legs") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced rash ("skin rashes (worsened)"). In 2015, the patient experienced pain in extremity ("pain in limb ; pain in her legs"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2016, the patient experienced coital bleeding ("bleeding after intercourse"), menstruation irregular ("irregular periods") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device migration/ right essure appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), alopecia ("thinning hair"), vaginal discharge ("creamy, malodorous discharge/ vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("allergy") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with fluocinolone acetonide, medroxyprogesterone acetate (depo-provera), megestrol acetate (megace) and surgery (attempt to remove essure on (B)(6) 2012, in (B)(6) 2012 suction/ curette was used to evacuate the uterus of the products of conception and laparoscopy and diagnostic hysteroscopy). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, pelvic pain, embedded device, device expulsion, dysfunctional uterine bleeding, menorrhagia, abdominal pain lower, dyspareunia, alopecia, rash, abdominal pain, vaginal discharge, coital bleeding, menstruation irregular, dysmenorrhoea, nausea, abdominal discomfort and vaginal haemorrhage had not resolved, the pregnancy with contraceptive device and abortion spontaneous had resolved and the uterine haemorrhage, complication of device removal, peripheral swelling, hypoaesthesia, pain in extremity, bacterial vaginosis, hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, autoimmune disorder, bacterial vaginosis, coital bleeding, complication of device removal, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, hypersensitivity, hypoaesthesia, menorrhagia, menstruation irregular, nausea, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2013, plaintiff underwent a laparoscopy and diagnostic hysteroscopy for pelvic pain. On (B)(6) 2014, patient underwent a laparoscopic bilateral tubal ligation but essure device remains implanted, and she continues to experience a combination of the symptoms. This case is linked to case (B)(4) (other pregnancy episode), and (B)(4) (partner case) right coil was removed in 2012. Removal surgery scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: single intrauterine gestational sac with yolk sac. Diagnostic results: on an unknown date, transvaginal and transabdominal ultrasound was taken, and corresponding records note that the right essure tube appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube. The left essure device appeared normally positioned. On (B)(6) 2011, an ultrasound was taken, revealing, among other things, that ¿the right essure [device] appears to penetrate the posterior fundal myometrium suggesting malposition,¿ and a possible ectopic pregnancy on (B)(6) 2011, a repeat ultrasound was performed, in which a single intrauterine gestational sac with yolk sac and no fetal pole was observed. On (B)(6) 2012, a pelvic ultrasound showed hyperechoic essure device is seen within the cornua bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: ppf received: newly added events- allergy, autoimmune disorder, outcome of the previously reported event- pregnancy with contraceptive device, miscarriage were updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a polyp forceps device was used to grab the visualized essure device which was taken out in two pieces'), pelvic pain ('pelvic pain'), embedded device ('right essure appears to penetrate the posterior fundal myometrium suggesting malposition / appears to lie within the endometriuin in the upper uterine segment') and abortion spontaneous ('sac with yolk sac and no fetal pole') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: before essure, patient's menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included rash since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant") and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain ("continued abdominal pain"), 8 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device was removed in fragments - essure remains implanted"). On (B)(6) 2012, the patient experienced nausea ("nausea") and abdominal discomfort ("sensation of something in her abdomen"). On (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menorrhagia/ heavy menstrual bleeding"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding"). In 2014, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2014, the patient experienced peripheral swelling ("bilateral swelling in legs") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced rash ("skin rashes (worsened)"). In 2015, the patient experienced pain in extremity ("pain in limb ; pain in her legs"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). In 2016, the patient experienced coital bleeding ("bleeding after intercourse"), menstruation irregular ("irregular periods") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device migration/ right essure appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), alopecia ("thinning hair"), vaginal discharge ("creamy, malodorous discharge/ vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("allergy") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with fluocinolone acetonide, medroxyprogesterone acetate (depo-provera), megestrol acetate (megace) and surgery (attempt to remove essure on (B)(6) 2012, in (B)(6) 2012 suction/ curette was used to evacuate the uterus of the products of conception and laparoscopy and diagnostic hysteroscopy). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, pelvic pain, embedded device, device expulsion, abnormal uterine bleeding, heavy menstrual bleeding, abdominal pain lower, dyspareunia, alopecia, rash, abdominal pain, vaginal discharge, coital bleeding, menstruation irregular, dysmenorrhoea, nausea, abdominal discomfort and vaginal haemorrhage had not resolved, the pregnancy with contraceptive device and abortion spontaneous had resolved and the uterine haemorrhage, complication of device removal, peripheral swelling, hypoaesthesia, pain in extremity, bacterial vaginosis, hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abnormal uterine bleeding, abortion spontaneous, alopecia, autoimmune disorder, bacterial vaginosis, coital bleeding, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, menstruation irregular, nausea, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) of 2013, plaintiff underwent a laparoscopy and diagnostic hysteroscopy for pelvic pain. On (B)(6) 2014, pacient underwent a laparoscopic bilateral tubal ligation but essure device remains implanted, and she continues to experience a combination of the symptoms. This case is linked to case (B)(4) (other pregnancy episode), and (B)(4) (partner case). Right coil was removed in 2012. Removal surgery scheduled for (B)(6). However on the patient a right endometrium in the cornu was somewhat lush appearing. The right fallopian tube was then cannulated with essure device.procedure was repeated to patients left.there were 4 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: single intrauterine gestational sac with yolk sac. Diagnostic results: on an unknown date, transvaginal and transabdominal ultrasound was taken, and corresponding records note that the right essure tube appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube. The left essure device appeared normally positioned. On (B)(6) 2011, an ultrasound was taken, revealing, among other things, that ¿the right essure [device] appears to penetrate the posterior fundal myometrium suggesting malposition,¿ and a possible ectopic pregnancy on (B)(6) 2011, a repeat ultrasound was performed, in which a single intrauterine gestational sac with yolk sac and no fetal pole was observed. On (B)(6) 2012, a pelvic ultrasound showed hyperechoic essure device is seen within the cornua bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received. Reporter information, patient's date of birth and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("right essure appears to penetrate the posterior fundal myometrium suggesting malposition"), device expulsion ("device migration/ right essure appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube"), device breakage ("a polyp forceps device was used to grab the visualized essure device which was taken out in two pieces"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("curette was used to evacuate the uterus of the products of conception") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2011, 8 months 5 days after insertion of essure, the patient experienced abdominal pain ("continued abdominal pain"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a polyp forceps device was used to grab the visualized essure device which was taken out in two pieces"). On (B)(6) 2012, the patient experienced nausea ("nausea") and abdominal discomfort ("sensation of something in her abdomen"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia/ heavy menstrual bleeding"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In 2014, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash ("skin rashes"). In 2016, the patient experienced coital bleeding ("bleeding after intercourse"), menstruation irregular ("irregular periods") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), alopecia ("thinning hair") and vaginal discharge ("creamy, malodorous discharge/ vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with fluocinolone acetonide, megestrol acetate (megace), surgery (in (B)(6) 2012 polyp forceps device used to grab the visualized essure device which was taken out), surgery (laparoscopy and diagnostic hysteroscopy in (B)(6) 2013) and surgery (in (B)(6) 2012 suction/ curette was used to evacuate the uterus of the products of conception). Essure was removed. At the time of the report, the embedded device, device expulsion, device breakage, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dysfunctional uterine bleeding, menorrhagia, abdominal pain lower, dyspareunia, alopecia, rash, abdominal pain, vaginal discharge, coital bleeding, menstruation irregular, dysmenorrhoea, nausea, abdominal discomfort, vaginal haemorrhage and complication of device removal had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, coital bleeding, complication of device removal, device breakage, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2013, plaintiff underwent a laparoscopy and diagnostic hysteroscopy for pelvic pain. Today, one essure device remains implanted, and she continues to experience a combination of the above symptoms. This case is linked to case (B)(4) (other pregnancy episode), and (B)(4) (partner case). Diagnostic results: on an unknown date, transvaginal and transabdominal ultrasound was taken, and corresponding records note that the right essure tube appears to be within the endometrium in the upper uterine segment rather than in the fallopian tube. On (B)(6) 2011, an ultrasound was taken, revealing, among other things, that ¿the right essure [device] appears to penetrate the posterior fundal myometrium suggesting malposition,¿and a possible ectopic pregnancy on (B)(6) 2011, a repeat ultrasound was performed, in which a single intrauterine gestational sac with yolk sac and no fetal pole was observed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.